Event description:
During evaluation of a returned homechoice device, a high drain error 101 alarm was identified in the log. This alarm occurred during the first night drain cycle. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume, and meets increased intra-peritoneal volume (iipv) criteria. The alarm occurred on (B)(6) 2014 at 17:24:58. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was not able to be determined. Should additional relevant information become available a supplemental report will be submitted.